Event description:
The customer reported that the battery was not holding its place.

Manufacturer narrative:
The customer reported that the battery was not holding its place. The battery and the device were evaluated at philips. The symptom was clarified to be that the battery was ejecting from the device. The customer was shipped a replacement device. The defective unit was scrapped at philips. We are considering this a malfunction resulting from the battery pca being seated incorrectly.